Manufacturer narrative:
This complaint is confirmed, user related. The characteristics of the split site are jagged and irregular. It appears the guidewire may have damaged the catheter causing a leak to occur. The coils of the guidewire can act as an abrasive saw when the wire is retracted through the lumen with excess force or with the catheter at a severe angle. This may be a user technique issue. A chr is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Line defect: perforated, had noticed upon insertion; (B)(6) 2004 investigation indicates that the leak is distal to the cuff and therefore a subq leak and MDR reportable.